Event description:
Patient had a synchromed infusion pump implanted in 1997 for treatment of failed back surgery syndrome and non-malignant pain. Health care provider reported that the pt had the device explanted in 1998 due to alleged malfunction. Unable to get more information from the health care provider.